Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report #: 1627487-2018-02540. It was reported the patient was hypotensive the after having a drg system implanted. The patient was admitted to the hospital and was later discharged to a step down facility for nursing assistance. Reportedly the hypotension resolved, however the patient¿s system was later explanted.